Manufacturer narrative:
(B)(4). Conclusion: the analysis found that one pve35a device was returned in good visual condition and with no cartridge loaded on the device. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The knife reverse button force worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. Additional information was requested and the following was obtained: was the user an experienced user with our powered endocutters? When the firing stopped, was the firing trigger fully depressed and the device stopped or did the user pause and then try to restart? Was the vessel placed proximal to the 35 line in the jaws (crotch of the stapler) during the firing attempt? A resident fired the device, but is familiar with using powered endocutters. The scrub didn't remember if the device fired or not. An attempt was made to fire the device, but it locked out and was locked on a vessel. The device was removed from the vessel by using two clamps, then using the manual override. The device was then able to be removed. It was unknown if the vessel was placed proximal to the 35 on the endocutter.

Event description:
It was reported that during a lobectomy procedure, on the first firing, the device started to fire and stopped. The surgeon placed clamps on the vessel on either side of the device and then could not get the device to open. The knife reverse switch would not work, so the manual override was used to open the device. When the device was removed, the device had not deployed any staples, but the knife had nicked the vessel. There was no bleeding since the vessel was clamped. There had not been clips, vessel loops, or sutures used in the area during the firing. The manual override door was replaced and a second cartridge was loaded into the device as they did not realize the device was disabled; the device was unable to be fired. A second device was opened and used to staple and transect the vessel, including the area that was nicked. The case was completed with the second device. There were no patient consequences reported.